Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/08/2015 with the following findings:the clip insert was observed to be broken; a test accessory clip was unable to attach to the pump case. The top of the battery cap was found to be worn; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. The reported issues were confirmed. Unrelated to the reported issue, the battery compartment was observed to be cracked in the area below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the threads of one of the caps was stripped and the u-groove portion of the pump case was damaged. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.